Manufacturer narrative:
Product complaint # (B)(4). Additional information: g4. Additional information received: lnstituto grifols, s.a. (Ig) upon receipt of the reported incidents, additional information was requested to support the investigation, including clarification on which component was compromised, confirmation that all the devices involved shared the same lot number (a04k031531), whether the product was used on the patient, as well as the availability of the devices for return. To date, no additional information has been provided, and the devices have not been received at either ethicon or ig facilities. According to our standard procedures, an investigation was initiated focused on the following: 1) evaluation of the pictures provided: figure 1 shows both blisters: one containing the vistaseal syringe from batch a04k031531, with fractures on the side and front of the blister, and the other containing the dual applicator with two additional tips. Figure 2 shows both blisters: one containing the vistaseal syringe from batch a04k031531, again with fractures on the side and front of the blister, and the other containing the dual applicator with two additional tips, which also shows a fracture on the side of the blister. 2) review of the packaging process batch records: for batch a04k031531, once the thrombin and fibrinogen filled syringes were received in the packaging area, the process continued with the following stages: ¿ 100% visual inspection of the units was performed, followed by labeling and the automatic placement of the plunger. ¿ the kits were assembled and blistered. Each blistered unit underwent a 100% inspection to detect extrinsic particles, marking defects on the blister or any other anomalies. ¿ subsequently, the blistered units were loaded into the hydrogen peroxide sterilizer. ¿ upon completion of the sterilization cycle, the units undergo a second 100% visual inspection. ¿ finally, the blisters are introduced in the automatic packaging line. It is important to note that if a defect of the type reported occurred in any of the units intended for packaging, it would have been detected by the established in-process controls. A review of the packaging batch records confirmed that all results were within specification, and no incidents related to the described issue were recorded. Furthermore, quality assurance staff performed a visual inspection of a statistical representative number of units, following iso 2859-1, with the objective of verifying the integrity of the blister and other quality controls. For this batch, the results were compliant and met all specifications. No defects were found that could be related to the reported issue. Additionally, tests were carried out showing that the blister material, which is flexible and robust, does not break easily at room temperature even when struck. However, after freezing the kits at -30 °c, it was observed that the material becomes more fragile and susceptible to fractures upon impact. The fractures obtained under these conditions are similar to the one found in the reported kit, indicating that the damage is more likely to occur in a frozen state than during the room-temperature packaging process. 3) investigation of the dual applicator tip: considering the nature of the reported incident, ig requested ethicon, as the supplier of veraseal dual applicator, to investigate the batch of tips involved. The investigation focused on reviewing the batch records for the batches of tips used. Ethicon concluded that all components used in the batches involved met the established specifications, with no related incidents reported. 4) distribution investigation based on the nature of the reported incident, ig requested ethicon to review the storage and shipping process of the batch. According to the investigation received from ethicon, no abnormalities were identified that could explain the breakage of the blister during the reception, storage, picking, packing, or shipping of the product in concern. Based on the information detailed above, it can be concluded that all the procedures carried out at ig facilities were conducted in accordance with established protocols, with no anomalies detected. Therefore, the reported incident cannot be attributed to any aspect of the manufacturing process, nor to the quality of the product or its components within the assembled kit. A definitive root cause could not be determined. However, although no incidents were detected in the transport investigation, the possibility of an undetected impact during handling or usage cannot be entirely ruled out. Such an event could potentially compromise the integrity of the material, resulting in the observed damage. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3613792, 3622399 batch 3613792 mfg date: 11/11/2024, exp date: 11/11/2029. Batch 3622399 mfg date: 12/10/2024, exp date: 12/11/2029. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3622399 and 3613792 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. The hemostatic agent dual applicator device plastic wrap part that keeps the device sterile was shattered to pieces. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any of the faulty products used on any patients? Did all the devices involved share the same lot number (a04k031531)? If no, please provide the lot number for each involved device please clarify, the packaging for which component was found compromised (the prefilled syringe or the dual applicator) for each involved product? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.